Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic colecystectomy. Event description: the device was normally used for laparoscopic colecystectomy. The clip applier does not feed the clips properly. Also does not squeeze the shields, properly shut. If you enter the clip, and squeeze it shut, the clip crosses. No patient impact. Patient status: no patient impact. Intervention: they replaced a new clip applier.

Event description:
Procedure performed: laparoscopic colecystectomy event description: the device was normally used for laparoscopic colecystectomy the clip applier does not feed the clips properly. Also does not squeeze the shields properly shut. If you enter the clip and squeeze it shut, the clip crosses no patient impact patient status: no patient impact intervention: they replaced a new clip applier.

Manufacturer narrative:
The event unit returned to applied medical. A follow up report will be provided following the completion of the investigation.